Event description:
It was reported that during service and evaluation, it was determined that the craniotome device neuro tip was bent/damaged. It was noted in the service order that the device had abnormal noise when cutting. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2025. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: a visual and functional assessment was performed: the following steps failed: visual assessment: cutter insertion: (cutter must slide through uut without obstructions) . During service/repair the following was observed: dura guard scratched, bar cannot be inserted (bearing detached)] during the service evaluation the following failures were identified: device interaction (2+ devices) : cannot insert cutter. Visual : craniotome neuro-tip bent/damaged. Visual : bearing damaged. Conclusion: failure reported is not confirmed root cause: component wear.